Event description:
Acct. Reports three incidents of the extension set tubing bursting when used with power injector in computerized tomography lab. States that power injector is calibrated not to go over 40 psi. States they think the extension set tubing may be weakened due to the slide clamp being used on the tubing. No pt or staff injury reported although "blood and contrast was all over everything".